Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the pump history showed basal total daily doses (tdd) for (B)(6) 2015 appeared to be inaccurate; a pump reboot was observed in the black box on (B)(6) 2015, 20:20; when pump was powered back on, the time was set to 00:00 and the date was set to (B)(6) 2015. A manual date/time change was later made from (B)(6) 2015 17:08 to (B)(6) 2015 13:33; this lead the tdd¿s to appear to be inaccurate. During testing, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at end of testing, the basal history correctly showed 1.0u and tdd showed 24.0u. No errors, warnings or alarms occurred during testing. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.